Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a high blood glucose 405. It was also reported that insulin pump showed calibration not accepted alert and change sensor alert. Customer was facing sensor glucose vs blood glucose difference too. Customer treated high blood glucose event with manual injection. Troubleshooting was not performed due to customer declined. It was unknown whether customer was using the insulin pump within 48 hours of reported event and automode feature was on or off at a time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.